Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied at the staple line on the pouch of the stomach, the stapler was able to fire but during the leak test, the staple line had air bubbles. The doctor had to stitch/over sew over the defect on the staple line to prevent permanent impairment of a function. There was no patient injury.